Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacture representative (rep) on 2018-jan-30. There was no damage noted from the fall. Impedances were within range. The patient was reprogrammed with good coverage and no more jolting. The fall occurred on 1/2018. The issue was resolved at the time of the report. No weight was obtained. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The patient had a fall with stimulation loss. They are feeling electrical jolts after their fall. No diagnostics/troubleshooting have been performed as the rep would meet with the patient on (B)(6) 2018. The rep would obtain further information from the healthcare professional (hcp) at that time. The issue was not yet resolved but the patient was noted to be alive with no injury. No further complications were reported/are anticipated.